Manufacturer narrative:
Procedural cine and pre-op CT images were provided to edwards for review. No echo was provided. The images were reviewed by an edwards physician, and the following observations and impressions were provided: per the procedure cine, native annulus, valves and stj were heavily calcified. Coronary stents were seen in the lad. There was heavy calcium in the left main and right coronary artery. The patient had a horizontal aorta, and was under managed anesthesia care (mac). The delivery system had good coaxial positioning and the 29mm sapien was deployed well, with no pvl seen. The pre-op CT showed large calcium deposits on all valve cusps, and the measurements seen showed an annulus size of 21.5mm x 29.0mm. Impressions: from the measurements seen in the pre-op CT, recommend a 26mm sapien 3 valve (especially with heavy calcified annulus).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was a spiky calcification observed in the lvot. The physician stated that a smaller valve or possibly a self-expanding valve may not have resulted in the same outcome. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture is unknown, as patient and procedural factors were not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), the 29mm sapien 3 valve was placed by transfemoral approach. No bav was done. Initially it was thought to be a good result, then the blood pressure dropped and a tamponade occurred. The chest was opened and a rupture was seen from the annulus through the aortic root down to the septum. The patient expired.